Event description:
It was reported by the aci dist that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closer device 5f to close the access site. It was reported that the balloon lost pressure during prep. A second mynxgrip vascular closure device 5f was prepped and deployed successfully.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1308502) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.